Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the article. Device was implanted at time of event. Section b3: date of event has been entered as (B)(6) 2024, as the date of data collection was between (B)(6) 2021 and (B)(6) 2024. Author information: (B)(6) hospital, newcastle upon tyne, united kingdom. Tovey, s.m., woods, a., mcgurk, j., macgowan, g., mcdiarmid, a., gonzalez fernandez, o., shah, a., schueler, s. (2025). A single centre review of inr monitoring in patients implanted with heartmate 3 ventricular assist device. The journal of heart and lung transplantation. Https://doi.org/10.1016/j.healun.2025.02.696. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported through the research article ¿a single centre review of inr monitoring in patients implanted with heartmate 3 ventricular assist device¿ identifying that heartmate 3 (hm3) may be associated with outflow graft thrombus related to extrinsic outflow graft obstruction (eogo). This retrospective study reviewed outpatient monitored international normalized ratio (inr) of hm3 patients implanted between an approximate 3-year span, (B)(6) 2021 through (B)(6) 2024. Fifty-eight patients were included in the study and inr was measured from time of discharge after initial implant until (B)(6) 2024. Target inr was 2-3 and patients remotely submitted inr results on a daily to weekly basis with warfarin dosing regimens communicated by the ventricular assist device specialist nursing team with the next required inr submission date. Of the 58 patients, median follow up time was 415 days, ranging from 29 days to 1106 days. Average inr was 2.4 with lowest average inr at 2.1 and highest at 2.7. Average time in therapeutic range (ttr) was 82%, with the lowest being 30% and the highest 93%. The patient with the lowest ttr maintained an average inr of 2.1 except for one outflow graft thrombus related to eogo, there were thrombotic or hemorrhagic complications post discharge in this patient cohort. The study concluded that nurse-led inr monitoring demonstration inr results remained within target range for 82% of the monitored time period, helping to reduce frequency of inr reading submissions while not increasing the rate of anticoagulation related complications and potentially reducing re-admission rates.